Event description:
It was reported a pre-existing pericardial effusion was observed and hypotension occurred. The patient underwent a left atrial appendage (laa) closure procedure. A baseline pericardial effusion was observed. The physician opted to continue with the laac with the intention of draining the effusion post procedure. A 30mm watchman laa closure device was successfully implanted. While in recovery, the patient experienced hypotension. The effusion was drained. There were no further complications. The patient was stable and was discharged.